Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The expiration date is not currently available. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the anchor was attached to the inserter via the tensioned sutures, and was deformed. The probable root cause of this failure is that the device was exposed to an elevated temperature before it was opened in the operating room prior to surgery. The elevated temperature and the slight tension on the suture could result in the bending of the anchor. In the manufacturing process there is a 100% verification in the assembly step for suture tension done by the operators. Then a sampling inspection of 13 units is done by a certified operator outside the production line. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the affiliate in (B)(6) that during surgery when the lupine box was opened it was realized that the implant was bent. Took another anchors to continue the procedure. There was a delay of two minutes. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.